Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, during division of pedicle, the first handle was used without any issue during the first and second firing. When the same handle and a third reload was being cycled prior to be handed off, there was a loud pop when the cartridge was opened. Another same reload was opened but the same thing happened. Handle was replaced with a new one and the two reloads were also loaded; but the popping noise was heard each time. One cartridge was fired on the back table with good formation but the surgeon noticed that it was stiffed to open after firing. The second cartridge was loaded and fired on tissue with good staple formation but it was also stiff to open. It was noted that the stiffness was retracting the black knobs to open the jaws required more force than normal, while cycling the stapler and after the cartridge was fired. A new reload was opened and used with the second handle without an issue. No patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p2k0024) sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm (lot#n2k0704y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.